Event description:
It was reported the battery compartment was corroded. It was also reported the bail cover was missing. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Battery compartment is corroded, contaminated, and rusted (battery drawer, battery contacts, battery release, and battery flex). One bail cover is broken. Upper and lower case halves are broken and contaminated. Ring cover and lead flex cover are broken. One bail is missing. Display is corroded and contaminated. Encoder flex is corroded. Fluid ingress found through out the device.